Event description:
It was reported that a spectrum pump falsely detected a loaded IV set. It was also reported that there was no patient incident.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false detection. The device was operating out of specification. The ultrasonic sensor was replaced to correct this condition.